Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother stated that the blood glucose level is high. The blood glucose level has been over 500 mg/dl. Caller stated that this is not normal. The current blood glucose reading is 506 mg/dl. Customer treated with manual injection. Customer has experienced bad headaches and incapacitated for two days. The first time this happened there was a bent cannula. The insulin pump did not alarm no delivery. Nothing further reported.